Manufacturer narrative:
The device was returned and evaluated and confirmed that the image was distorted. Additional findings include: the scope connector was corroded. There was an endoscope error due to a scope connector scope sensor malfunction. There was dust adhesion inside the main unit. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source image was distorted even if scope is replaced. The device was returned for evaluation. During the device evaluation, symptoms of a sand storm were observed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h10 inspection results: the device was returned and the customer's complaint was not confirmed but is likely to have occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite xenon light source image was distorted even if scope is replaced. The customer provided additional information stating the image issue was a sandstorm. There were no reports of patient harm. The event occurred during preparation for use in a diagnostic procedure. The procedure was completed. This medwatch is being submitted for the sandstorm (no image).